Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown); product type: 0195-heart valves; I select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, a narrow sino tubular junction (stj), a trans radial artery (da) approach was used. A small incision was created in the right second intercostal space. The non-medtronic guidewire was advanced through the lesser curvature side of the ascending aorta. During the da approach, a b reakdown of hemodynamics was noted. Subsequently, the valve was deployed to 80%; however, the hypotension did not improve. Due to prolonged hypotension, the valve was recaptured. Vasopressor medication was administered, but this was unsuccessful. Chest compressions were initiated. Return of spontaneous circulation was achieved after 5-minuted of chest compressions and as percutaneous cardiopulmonary support was inserted. The valve was deployed a second time and implanted in the patient. Postoperative fluoroscopy revealed that, during valve deployment, the valve interfered with stj calcification on the lesser curvature. Incomplete expansion was observed on the lesser curvature side.